Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, clinical study, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that ther was device interrogation on (B)(6) 2024 08:25:54. It was reported there were high impedances: electrode pair 0 & 14: 36225 ohms; electrode pair 1 & 14: 15320 ohms; electrode pair 2 & 14: 15433 ohms; electrode pair 3 & 14: 15467 ohms; electrode pair 4 & 14: 15542 ohms; electrode pair 5 & 14: 15548 ohms; electrode pair 6 & 14: 15542 ohms; electrode pair 7 & 14: 15508 ohms; electrode pair 8 & 14: 15235 ohms; electrode pair 9 & 14: 15477 ohms; electrode pair 10 & 14: 15620 ohms; electrode pair 11 & 14: 15712 ohms; electrode pair 12 & 14: 15644 ohms; electrode pair 13 & 14: 15596 ohms; electrode pair 14 & 15: 19961 ohms.